Event description:
Patient with severe bilateral venous insufficiency related to thrombosis post recannulization of inferior vena cava (ivc) and iliac veins with persistent left femoral obstruction. Had trap-ease ivc filter placed at an outside hospital for recurrent deep vein thrombosis. A year later pt developed significant lower leg, pelvis, and scrotal edema as well as increased abdominal girth. The filter had completely thrombosed the infrarenal ivc, common iliacs, external iliacs and common femoral veins. This necessitated recannulization and stent placement.